Event description:
It was reported that the battery degraded. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Customer evaluated device and received remote support from customer care solution center.